Manufacturer narrative:
Other text: d4 (UDI) and g5 are unknown; no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was having an issue with delivery, the device was not infusing. This was discovered when the pump alarmed that the medication bag was empty when it was still full. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition, no cracking on the cases was observed and tamper seals were intact. Review of the event history log showed multiple occurrences of "downstream occlusion" alarms. Functional testing included accuracy testing and it was found that the device was delivering within specification. Although the reported issue was not duplicated during the investigation, a defective downstream occlusion sensor was identified as the cause of the issue as it was noted that there were multiple downstream occlusion alarms in the event history log. The downstream occlusion sensor was replaced. Additionally, error code 46440 was found in the device information folder. The error code was cleared and the software was reinstalled. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the past year and there was no indication the complaint was related to a previous service. B3: unknown; no information has been provided to date.